Manufacturer narrative:
The reported issue that the device continues to infuse the IV fluids/medications without alarming after the IV site has been infiltrated could not be confirmed; no product or device logs were returned for investigation infiltrations and the fact the alaris infusing modules do not detect or alarm under such conditions is noted within the directions for use / user manuals for the alaris system. They can be found under the section warnings and cautions for the pump module, syringe pump module and pca module. (Dir: (B)(4), pages, 2-126 and 3-45). The file was opened to document the issue that was reported. No further investigation of this issue is deemed necessary. No device history or qn search was performed since no source serial number was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The file may be closed based on the above facts.

Event description:
The customer reported that the device continues to infuse the IV fluids/medications without alarming after the IV site has become infiltrated. There was no patient harm.